Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The 20% stenosed target lesion was located in the mildly calcified vessel. After a non-bsc guide wire and a 9-60/75 epic vascular stent was advanced to cross the lesion, post-dilation was performed. It was noted that the stent cell got lifted inside due to the calcified lesion. A 7.0mmx40mmx135cm sterling balloon catheter was used for post-dilation. However, during inflation at 4 atmospheres for 2 seconds, the balloon ruptured. The ruptured balloon was deflated and removed from the patient without resistance. A 7.0mm mustang balloon catheter was used to post-dilate the damaged stent and the procedure was completed. The stent was fully apposed to the vessel wall. There were no patient complications reported and the patient's status was good.